Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer's blood glucose was 187 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.